Manufacturer narrative:
The customer reported this event to the FDA through medwatch mw5082811. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top of an exactamix 1000 ml eva tpn bag was not sealed properly, leading to a leak. This was noted during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between september 12, 2018 to september 13, 2018. The device was received for evaluation. During visual inspection, a large tear was observed across the top welds of the bag. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.